Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7081245 product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 562835

Event description:
It was reported that the patient had migration and high impedances on the leads. The patient was also experiencing pain in low back during activity. The patient underwent a revision procedure where in the ipg and leads were replaced and was doing well postoperatively. The explanted devices were discarded by the facility.